Manufacturer narrative:
The pad-pak was first installed successfully on the 21st october 2009 and performed all self-tests, up to the 20th september 2015. The device records manual power ups under 1 minute duration during this time this time. This would suggest the user was regularly power cycling the device. Multiple manual power ups of mainly ten minute duration were recorded between the 20th-24th september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.